Event description:
The pt was implanted with a bi-ventricular assist device (bivad). The medical technician reported that the pt was in a sitting position and his primary vad driver began alarming continuously for approx 5-6 minutes before a loud smacking noise was heard and the driver stopped working. During the alarm phase, the pt silenced the alarm several times without checking the display to verify which type of alarm he had. The pt immediately switched himself to hand pumps until he was connected to the back up vad driver. The pt was reported to be hemodynamically stable and the back up vad driver is running with normal function without any alarms. After further discussion with the pt, he reported receiving a "high temperature replace" alarm approx 4-5 weeks ago with the involved primary vad driver. At that time, the pt switched himself to the back up vad driver, cleaned the fan and switched himself back to the primary vad driver again. The pt also reported receiving a "high pressure" or "high vacuum" alarm (he could not specify) approx 3 weeks ago. It was recommended by the vad coordinator team that the pt decrease the vacuum. Once the vacuum was reduced the alarm disappeared.

Manufacturer narrative:
The pt remains on bivad support with no further issues reported. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.